Event description:
It was reported the patient presented with light headedness and syncope. Upon interrogation, it was discovered the pacemaker exhibited loss of capture and was oversensing noise that lead to pacing inhibition and asystole. During surgery, the physician discovered the set screw was loosened from the header. The physician attempted to tighten the set screw but felt resistance and became concerned about the functionality of the header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported events of header anomaly, failure to capture, sensing noise, and loose or intermittent connection were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical testing found no anomalies. Longevity testing found the deice to be within normal range.